Event description:
It was reported that the suction punch broke during procedure. The pieces were retrieved from the patient. It is unknown if there was any delay or a backup device. No patient injury or other complications were reported. Attempts were made to retrieve further information but no response was received from the complainant.

Manufacturer narrative:
One (B)(4) dyovac 2.5mm suction punch reported on. IFU indicates very specific alignment, disassembly and reassembly format when cleaning this device. Further disassembly than the blade removal and trigger disassembly is not recommended. The blade retaining screws perform a shear pin function when over torque pressure is encountered. This is a design intent to avoid damage to the assembly. Smith and nephew dyovac suction punches are intended to cut or resect soft tissue and bone. These instruments should not be used as a lever for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. The device has several small pieces that may easily be overlooked during disassembly/reassembly for sterilization. Please adhere to the detailed assembly instructions for successful functionality. Product met specifications upon release to distribution.